Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer may not have been injecting air into the insulin vial before filling the syringe. The cartridge was changed to resolve the issue. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer's blood glucose level was 368-386 mg/dl.